Manufacturer narrative:
Carefusion technical support shipped the distributor a replacement turbine assembly. A return goods authorization (rga) number was also issued for the return of the alleged faulty turbine assembly for evaluation. As of july 20, 2015, carefusion has not received the alleged faulty turbine assembly.

Manufacturer narrative:
Failure analysis: received vela turbine p/n: 16350 rev d, s/n: (B)(4), from rga: 49072. Visually inspected part. Installed in known good unit p/n 16532-00 s/n (B)(4) with pcba main board p/n: 52850 rev f, s/n: (B)(4). Unit came up vent inop and recorded motor fault on events log. Replaced investigated turbine interface pcba p/n: 52430 rev f, s/n: (B)(4) with known good reference turbine interface pcba p/m: 52430 rev f, s/n: (B)(4). After replacement the issue was fixed. Findings/root-cause: the issue was duplicated and isolated to the turbine interface pcba. This is a known issue and carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reported a unit that displayed vent inop and motor fault when switched on. According to the distributor the event log indicated motor fault. They tested using a known working turbine and printed circuit assembly (pcb), and found that the errors were no longer present. There was no patient involvement.